Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.